Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) over 600mg/dl with nausea and abdominal pain. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found that all settings and histories matched. However, troubleshooting determined that the basal settings had been incorrectly programmed. No pump defects were found during troubleshooting. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.